Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00084.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00084.

Event description:
The patient was undergoing a coil embolization procedure to treat a type I endoleak using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the ruby coil through the lantern into the target vessel; however, the physician was not satisfied with the result. Therefore, the ruby coil was retracted, re-sheathed and placed in a bowl of heparinized saline. Later in the procedure, the physician attempted to reuse the previously removed ruby coil and noticed that the ruby coil was kinked; therefore the ruby coil was not used. Next, a new ruby coil was placed successfully. The physician then advanced another ruby coil in the target vessel but decided to reposition the ruby coil; therefore, the ruby coil was removed, re-sheathed and rinsed in saline. While attempting to re-advance the ruby coil through the lantern, the physician experienced resistance; therefore, the ruby coil was removed and not used. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.